Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 lot# serial# unknown implanted: (B)(6) 2017: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were unable to increase their stimulation and the issue began several days ago. Patient stated the settings not available message displayed on the program they used the most and they could decrease the stimulation but couldn't increase the stimulation. The patient was redirected to their healthcare provider to further address the issue. Agent provided national answering service (nas) number and reviewed role of manufacturer representative (rep). 2023-aug-25: additional information was received from the patient. They reported that there were no circumstances or changes that led to the issue. The device just stopped increasing stimulation on program b only. The troubleshooting determined that the electrode that was being used failed. The device was reprogrammed using other electrodes and the problem was resolved. Patient was called to clarify what was meant by an electrode failed. Patient stated they were told each wire has connections at the end and they used different electrodes to be programmed.